Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Issue was unresolved. Device initially provided relief but lost effectiveness.

Event description:
It was reported that a spinal cord stimulator was not providing adequate pain relief, as the patient indicated the device was not relieving 50% of pain and expressed interest in explanting the device due to lack of efficacy. The patient reported no difference in pain after the spinal cord stimulator was turned off for two weeks and continued to express interest in explantation. Patient-reported outcomes were used to assess the situation, and it was determined that the event was causally related to the device but not related to the implant procedure. No action was taken. It was reported that the device was reprogrammed on (B)(6) 2025. The entire system was explanted on (B)(6) 2025

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.